Event description:
Note: this report pertains to the first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a band ligation procedure performed on (B)(6) 2023. During the procedure, the physician wanted to ligate the varices, so the scope was removed from the patient and the device was installed onto the scope. The first varix was suctioned; however, the band did not deploy. When it was attempted to deploy, nothing happened and there was a strong resistance in the ligator. The scope and the device were removed, and a second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with six bands attached, some of them were moved and overlapped. The ligator housing teeth were bent/damaged. The suture hole was in good condition. The handle slot had evidence that the trip wire was secured. A functional evaluation was performed by rotating the handle knob. It could be turned without any problems. The click was audible, and indents felt each 180-degree rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some of the bands in the ligator housing were moved and overlapped. It is possible that the device may have been exposed to excessive force when deploying the device. Due to this excessive force, the ligator housing teeth were also damaged as they were found bent. There was evidence that the trip wire was secured, so there is no evidence telling us that the device was used in an inappropriate way at the time when the device was being prepared to be used. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to the first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a band ligation procedure performed on september 18, 2023. During the procedure, the physician wanted to ligate the varices, so the scope was removed from the patient and the device was installed onto the scope. The first varix was suctioned; however, the band did not deploy. When it was attempted to deploy, nothing happened and there was a strong resistance in the ligator. The scope and the device were removed, and a second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.